Event description:
Asku.

Event description:
The implantable cardiac defibrillator system was returned with no information. A search by serial number revealed the patient to be expired. The patient had expired less than one year after implant. Follow up that was done revealed the cause of death to be a cardiac arrest. No further information regarding the circumstances surrounding the death have been made available through follow up and all leads have been exhausted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors are stretched, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors are stretched and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors are stretched, the outer insulation had a cosmetic depression and there was apparent explant damage.